Event description:
After an implantation period of approx. 59 months, it was reported that the device shows the eri status. The pacemaker was explanted. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The returned pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The pacemaker was properly interrogated and the pacemakers memory content was analyzed confirming the clinical observation. The device activated the eri battery status on (B)(6) 2023. Furthermore, the battery holter was evaluated indicating no anomalies. The battery condition was found to be as expected. Please note that the displayed remaining battery capacity in percent reflects the capacity until eos, not eri. In addition, a minimum of 6 months from eri to eos needs to be guaranteed for safety reasons, independent of the programmed parameters. In case of higher output programming a large proportion of battery capacity must be reserved by the pacemaker. The device was programmed to ddd-cls mode with 70 bpm and 1.6 v at 0.4 ms in the atrium, 1.5 v at 0.4 ms in the right ventricle and 4.8 v at 1.0 ms in the left ventricle. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed in eri mode. In conclusion, the device proved to be fully functional. The battery condition was anticipated. There was no indication of a material or manufacturing problem.